Manufacturer narrative:
Fields updated: h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not reproduced. A root cause could not be identified. Based on the results of the investigation, olympus was not able to confirm the customer failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that, during a diagnostic ultrasound bronchoscopy procedure in which the patient was sedated, the customer's bronchofibervideoscope produced image noise and interference lines. The procedure was completed successfully with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that, during a diagnostic ultrasound bronchoscopy procedure in which the patient was sedated, the customer's bronchofibervideoscope produced image noise and interference lines. The procedure was completed successfully with the same device. There were no reports of patient harm.